Event description:
Patient called in to report service error code. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.